Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 10 - 10.4 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.